Manufacturer narrative:
The device history record was reviewed with no similar observations noted by the quality auditor. Sample evaluation: the needle portion was not returned therefore a complete and accurate assessment could not be conducted. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "crawford needle broke off in the patient, still there. The patient is at home and has had no ill effects at this time." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).